Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer worked with customer and customer suggested there could be an issue with the inseparable magnet on device. The issue was causing a delay in dispensing medications to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the full height main drawer 4 not latching, magnet is not working anymore it had been displaced. There were no adverse events or injuries reported based on this event.